Event description:
The customer reported via phone call that she had submerged her insulin pump in a swimming pool and there is condensation under the screen. Customer's blood glucose was 112 mg/dl. Customer stated that she jumped into the pool to help her son and she had the pump on her. Customer reported that there is fluid under the lcd display. Customer stated that there are no cracks on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.